Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with condition of pump head module failed accuracy testing. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The reported condition of pump head module failed accuracy testing was confirmed by the baxter repair technician. The failure was determined to be a faulty pump head module assembly, which was replaced. The device was tested by the repair technician and returned to service.